Event description:
Additional information received stating ICU customer care provided a possible list number.

Manufacturer narrative:
The sample was discarded. No product samples, videos, or photographs were returned for investigation. No device history review for lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred during (B)(6) 2020, and involved an unspecified non-spinning spiros disconnecting from the IV lines causing chemotherapy spills. There was no report of adverse event.